Event description:
Boston scientific crm received information that it was believed this device was skipping beats and making the patient syncopal. It was determined that the device was skipping beats, but above the lower rate limit. Once, the rate was at the lower rate limit, the device paced appropriately. It was determined the device was functioning appropriately.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.